Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that they had been experiencing lows since last year. The customer's blood glucose level was unknown at the time of the incident. The customer treated the low with food. The customer alleged the insulin pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer stated that the drive support cap was sticking out. The customer reported the insulin pump was exposed to xrays. Performed displacement test and the insulin pump passed. The customer also reported being hospitalized on (B)(6) 2019 with high and low blood glucose of an unknown value. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.